Manufacturer narrative:
No samples were returned for review or testing. No stock of the finished good lot was available for review or testing. A review of the device history record confirmed that the finished good devices and the (B)(4) material components met all requirements throughout the incoming inspection. Manufacturing, in-process and final inspection process. The retained sample from the device history record was visually reviewed. No defects were observed. The device met all specifications including the usp tensile requirements for 5-0 pga suture material. Pga suture material can become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for this particular lot was reviewed and met all current criteria. Without receiving sterile devices from the same lot, magnified photos of the wounds and/or devices, detailed information regarding the handling and storage of the material, preoperative preparation of the device(s), exposure time prior to the procedure(s), procedures performed or the surgeon's technique. A definitive root cause cannot be determined at this time. As stated in the IFU for the devices, wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abcess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise, heavy lifting, recurrent vomiting, coughing or an improper diet that leads to constipation.

Event description:
The end user stated that the sutures break 1-2 days post-operative or even directly while operating in the patient's mouth.